Event description:
On (B)(6) 2025, a patient underwent thrombectomy and atherectomy procedure using a rotarex device. During that live training case the helix was allegedly fractured. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the breakage of the helix is described in the instructions for use as a possible complication and does not represent a new risk, see ze10895 IFU rotarexs us page 1 "potential adverse events". To prevent this type of helix break it is important to match appropriate introducer sheath size and type for the specific intervention. Moreover, during the insertion of the catheter not to kink catheter tube and not to force the movement. A clear root cause could not be identified but a damaged catheter represents a known inherent risk. Labelling review: as the reported event did not allege a labelling or use related issue, a labelling review is not required. G2, g3, h6 (method, component). Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. D2b (mcw;dqx). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent thrombectomy and atherectomy procedure using a rotarex device. During that live training case the helix was allegedly fractured. There was no reported patient injury.